Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had been without a bolus since last friday (relative to (B)(6) 2020) and in the last week noticed they were starting to have some medical symptoms. The patient's personal therapy manager (ptm) was showing something the patient had never seen before. The patient described a bell and a picture of the healthcare provider (hcp) and a phone. During the call, the patient attempted a bolus and encountered the warning screen with 8286 indicative of an empty reservoir. It was noted that the patient just got the pump filled several weeks ago and had not heard any alarms or noises. The patient was redirected to their hcp to resolve the empty reservoir. No further complications were reported or anticipated.